Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA the meter was displaying an error 5 strip issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event. Replacement products were sent to the patient and the products were requested for return.